Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. Visual examination of the ligator head found all bands present. The fourth and fifth bands were moved out of their positions and were caught under other bands. It was noticed that the crimp was present on the trip wire. The ligator head teeth were damaged. The suture was broken and the trip wire was bent in some locations. The trip wire was partially rolled in the handle and was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it is most likely that the ligator head teeth were damaged due to manipulation/handling of the device during prepping, storing. Once the ligator head teeth are damaged, the suture can be detached from its position in the ligator head and this condition can impact the bands deployment activity, moving bands without being deployed. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic esophageal variceal ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first band was attempted to be deployed outside the patient; however, the band failed to deploy when the handle was turned. The procedure was completed with another speedband superview super 7 device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic esophageal variceal ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first band was attempted to be deployed outside the patient; however, the band failed to deploy when the handle was turned. The procedure was completed with another speedband superview super 7 device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.